Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy. Concurrent conditions included depression, hypertension, insomnia, anxiety, gerd, bronchitis, nausea, vomiting and epigastric discomfort. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping / lower abdominal pain"), back pain ("lower back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), abdominal distension ("bloating"), dyspareunia ("painful intercourse") and dysmenorrhoea ("dysmenorrhea(cramping)"). The patient was treated with surgery (she had surgery to remove the essure, hysterectomy with bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, abdominal pain lower, back pain, vaginal haemorrhage, abdominal distension, dyspareunia and dysmenorrhoea outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion - (B)(6) 2010. Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs+mr received. New events: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhoea (cramping) were added. Reporter, patient demographic information, concomitant diseases added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), abdominal pain lower ("cramping / lower abdominal pain"), back pain ("lower back pain") and dyspareunia ("painful intercourse"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal distension, abdominal pain lower, back pain and dyspareunia outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, back pain, dyspareunia, genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.